Event description:
Following implantation of a single-level interbody implant and unilateral posterior fixation on (B)(6) 2012, paralysis was reported to have occurred. No specific information related to the chain of events leading up to the injury are known. No specific allegations have been made regarding a product failure that resulted in the injury.

Manufacturer narrative:
(B)(4). No device have been returned and no evaluation can be completed. No information about the event or the injury has been received. No further investigation can be completed at this time.